Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the control body fluid damage, the remote control wire fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the glass rod fluid damage, the lg cable connector housing fluid damage, the bending rubber perforated, the remote control buttons perforated, the remote control buttons perforated, the insertion flexible tube (ift) buckled, and the u/d lock lever white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.